Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered on the power switch and a connecting wire in stage 1 of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair when the aquabplus reverse osmosis (ro) system powered off in stage 1 while running in supply mode. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarms codes associated with the reported issue. The ro system is plugged into its own breaker. A blown fuse was discovered which was replaced in order to return the ro system to service to emergency mode in stage. The biomed stated during follow-up that the power switch was replaced and a wire from stage 2 was removed and installed into stage 1 to resolve the reported issue. The biomed stated that the stage 2 wire was later replaced. It could not be confirmed whether the thermal overload switch tripped. There were no local power grid issues on or around the reported event date. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered on the power switch and a connecting wire in stage 1 of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair when the aquabplus reverse osmosis (ro) system powered off in stage 1 while running in supply mode. There was no observed burning smell, smoke, spark, flame, or arcing. There were no alarms codes associated with the reported issue. The ro system is plugged into its own breaker. A blown fuse was discovered which was replaced in order to return the ro system to service to emergency mode in stage 1. The biomed stated during follow-up that the power switch was replaced and a wire from stage 2 was removed and installed into stage 1 to resolve the reported issue. The biomed stated that the stage 2 wire was later replaced. It could not be confirmed whether the thermal overload switch tripped. There were no local power grid issues on or around the reported event date. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer was able to confirm the reported issue using the photograph provided by the customer. The thermal damage of the wiring was discovered during troubleshooting of the aquabplus. It is a known failure type. Insufficient contact pressure between the cable lugs and their contact pins on the motor protection switch results in bad electrical contact. The bad electrical contact resulted in a high contact resistance and in combination with the high pump motor current, a high thermal load/stress on the wiring occurred. As a result the wiring gets discolored. Corrective actions were defined and implemented. The design of the wiring was changed. The affected device was built before the implementation of corrective actions. According to the customer, the issue was solved on site by replacing the motor protection switch and a connection cable in stage 1. It should also be noted that a service history review was performed. A recommendation from previous complaint investigations to replace the motor protection switch and wiring was not followed in cases where the same failure pattern burnt/charred wires/bad motor protection switch was reported. The old wiring design was still in use. Most likely, therefore, the thermal damage to the connection wires has been increased. It is recommended to replace all the connection wires, power cords and the motor protection switch in stage 1 and stage 2 to prevent further issues and to replace the fuses every 24 months and use the correct fuses (fuse size and characteristic). A review of similar complaints or the device history record was not required as this is a known issue.